Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic procedure, the two staplers misfired and the staples fell into the patient's cavity and were retrieved by the surgeon. A new stapler was used to complete the case. There was no patient injury.